Manufacturer narrative:
Evaluation summary: not enough information was provided from the account for further investigation. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Additional information has been requested but not received. (B)(4).

Event description:
A healthcare consultant reported that during an intraocular lens (iol) implant procedure, the surgeon experienced a sudden change in pressure as the lens was inserted resulting in the capsule being damaged which in turn resulted in the patient being left aphakic. Additional information has been requested but not received.

Event description:
Additional information was received from the reporter. As a result of the event an uncontrolled iol insertion occurred, dislocating the capsular bag. The patient received treatment for postoperative corneal edema ((B)(6) 2016). On (B)(6) 2016 a secondary iol implant procedure took place. The event was reported as resolved with treatment and the patient had a "good final outcome" no additional information is expected.

Manufacturer narrative:
Evaluation summary: the device and lens were returned separately. A non-qualified viscoelastic is observed in the device. The lens exhibited minimal viscoelastic. No damage was observed to the device. Lens damaged was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Additional information provided indicated a non-qualified viscoelastic was used. The tip was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported improper delivery may be related to a failure to follow the directions for use. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No damage was observed. Top coat dye stain testing was conducted with acceptable results. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that an unqualified viscoelastic was used. The root cause could not be determined because the device was not returned for evaluation. The root cause may be related to a failure to follow the direction for use (dfu). An unqualified viscoelastic was used in the device. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues.